Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. Unit had minor scratched display window, cracked case at display window corner, battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had keypad anomaly. Customer stated when she press keys nothing happens. Customer's blood glucose was 69 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.